Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the smart device would not read the patient's values several times during the day. No medical intervention was reported. Additional event or patient information is not available.